Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported issue related to pressure transducer test failure during pre-use check has been confirmed during evaluation of the provided problem description, device logs and service report. According to the information provided by the field service engineer (fse), it was found the nozzle units were defective and the parts have been replaced. No parts were returned to factory for further analysis. The root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).